Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any malfunction codes reappeared.